Manufacturer narrative:
The device was received fully deployed with the expected number of pulses delivered during priming. Inspection of the pod download data showed the pod was deactivated after second prime. The needle mechanism was manually reset and redeployed as intended. No damages or defects were observed that would contribute to a needle mechanism failure. The timing of needle deployment could not be determined, therefore the exact cause of the reported needle mechanism failure could not be determined. The device generated an 0x22 hazard alarm, indicating main is in critical hazard alarm. No damages or defects were observed that would contribute to the observed hazard alarm. The exact cause of the observed hazard alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pod's cannula deployed early indicating a needle mechanism failure. The pod was not worn. As treatment the pod was removed.